Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and identified that the male luer collar was cracked/broken. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set had a &#49362;acked collar.&#55316;his was noted during infusion of propofol. There was no patient injury or medical intervention associated with this event. No additional information is available.